Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance had been rising over time. It was noted that the thresholds are stable. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was a lead impedance out of range alert, and that the impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 559453 implantable pacing lead (B)(6) 2009. (B)(4).